Manufacturer narrative:
Update 22nd may 2020. Natus complaint reference # (B)(4). Investigation results & findings: product examination & functional testing. Product was evaluated and confirmed the photometer test signal reading was out of tolerance and icp reading was out of range. CAPA trending review. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Complaint trending review: (B)(4). Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Risk management file review: a review of 1104g medical device hazard analysis (sec 5) identifies this hazard situation as an acceptable risk. DHR review pending. Service record review: service repair investigations will be conducted during the repair process and trend data will be reviewed per qms-004442.

Event description:
Service tech documented in (B)(4) that customer's icp value changed from icp of 12 to 320 after removal from patient.

Manufacturer narrative:
Update 16 july 2020. Investigation results & findings: product was evaluated and confirmed the photometer test signal reading was out of tolerance and icp reading was out of range. Catheter was damaged due to mishandling. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Complaint history reviewed for the past two years and found 3 previously confirmed "pressure" related complaints, (B)(4). Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. A review of medical device hazard analysis identifies this hazard situation as an acceptable risk. Device history records reviewed and no related faults/issues.

Event description:
Service tech documented that customer's icp value changed from icp of 12 to 320 after removal from patient. Customer confirmed there was no delay in surgery, no additional medical intervention required or no patient injury.

Manufacturer narrative:
Update 19 june 2020. Awaiting final approval for investigation results and findings.

Event description:
Service tech documented that customer's icp value changed from icp of 12 to 320 after removal from patient.

Manufacturer narrative:
Update 23rd april 2020 (natus reference complaint # (B)(4)). Investigation results & findings: note - part number details entered in the initial report were 1104g but should read 1104bt as per update from the customer on the (B)(6) 2020. Part number details of follow up report 001 have been updated to reflect this. This suspect product has been sent to cg labs and was received at cg labs on the 09th april 2020. Investigation is pending.

Event description:
Customer's icp value changed from icp of 12 to 320 after removal from patient.

Manufacturer narrative:
Patient information: no patient injury reported, device malfunction occurred. Relevant tests / laboratory data: this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products not applicable serial #: this section is not applicable as the medical device does not have a serial number. If implanted date (mm/dd/yyyy): this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy): this section is not applicable as the medical device is not implantable. Reprocessor name and address: this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type: this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number. This section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Customer's icp value changed from icp of 12 to 320 after removal from patient.